Manufacturer narrative:
The complaint was received on (B)(6) 2015, and the device was returned for analysis on 12/22/2015. The coil stretch was confirmed on 01/04/2016 when the analysis was completed; therefore the complaint met MDR reportability criteria on 01/04/2016. (B)(4). Information regarding patient age, weight, gender and medical history could not be obtained. Although three attempts to obtain additional information were made, no further information could be obtained from the customer. Complaint conclusion: the deltapaq was returned for analysis. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, it was found that the coil was unsheathed and entangled. Unreported damage of the device positioning unit (dpu) and the sheath that were found returned separated from each other. With this unreported separation of the sheath and dpu, the root cause of the complaint cannot be determined. Located 135.0 centimeters off the proximal end is unreported damage of a severe kink to the core wire. Unreported damage of the coil being stretched at the proximal section was found. The coil¿s socket ring was found pushed down inside the outer sheath. This caused a loss of concentricity between the distal tip of the dpu and the proximal end of the coil. This condition has the potential to produce resistance. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. The circumstances of how and when the above unreported damage occurred cannot be determined. In addition, post-procedural cleaning, handling, and packaging may have produced additional damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of resheathing tool damage was confirmed. While the exact root cause of the damage during resheathing cannot be determined there are two possible contributing factors. The evidence highly suggests that the primary contributing factor producing damage to the unit may have first occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which damaged the resheathing tool, produced a portion of the coil damage found, kinked the core wire, and pushed the coils socket ring down inside the outer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rjhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor to the resheathing tools damage may have occurred when the dpu with the attached coil was separated from the sheath during the resheathing process. This may have damaged the resheathing tool and produced the coil damage and the other unreported damage found to the unit. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, the resheathing tool of the deltapaq ((B)(4)/c23354) was torn when the surgeon tried to resheath the coil. Product analysis revealed that the sheath was separated from the dpu and the proximal section of the coil was stretched. There was no potential patient adverse event. No further information could be obtained from the customer.